Event description:
During trouble shooting of a low drain volume alarm the caregiver (cg) found air in the patient line. Baxter advised cg to call peritoneal dialysis registered nurse (pdrn) and assisted cg in ending therapy on homechoice (hc). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted cg on (B)(6) 2011 regarding the low drain volume alarm. The hp reported that the issue was resolved, by starting over with new supplies. The cg said she did not know the cause of the alarm or why there was air in the line. Per the cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that she discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed for air in the line. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.